Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿, the device experienced a deformed plunger (rubber stopper). The following information was provided by the initial reporter. The customer stated: this is a report about a damaged stopper of abg. According to the customer's report, the stopper placed at the tip of the plunger was found to be severely deformed in the barrel before use.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd preset¿, the device experienced a deformed plunger (rubber stopper). The following information was provided by the initial reporter. The customer stated: this is a report about a damaged stopper of abg. According to the customer's report, the stopper placed at the tip of the plunger was found to be severely deformed in the barrel before use.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for deformed plunger stopper was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿, the device experienced a deformed plunger (rubber stopper). The following information was provided by the initial reporter. The customer stated: this is a report about a damaged stopper of abg. According to the customer's report, the stopper placed at the tip of the plunger was found to be severely disformed in the barrel before use.